Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the product was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to deploy the foot plate of the angio-seal and pulled the device back to tamp the plug-in place, however the entire device came out of the artery. Additional information was received on 28jun2021. The doctor came over to the cath lab to take femoral angiograms to possibly close a patient after a coronary intervention. The patient was on heparin for the procedure. When the doctor attempted to deploy the foot plate of the angio-seal and pulled the device back to tamp the plug in place, the entire device came out of the artery. Manual pressure was held and then a femstop device was placed to continue holding pressure. This was a right femoral puncture. Additional information was received on 30jun2021. The procedure was a left heart catheterization that had issues with the initial sheath placement. They had perfed the posterior wall of the artery. They exchanged the sheath for a longer one. Then began the angio-seal portion.